Event description:
A malfunction alarm was reported with no significant events occurring prior to the issue. The customer's blood glucose level remained within a safe range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised sending a replacement pump with updated software. The customer acknowledged backup therapy would be managed with mdi and received instructions for setting the pump into storage mode. Steps for returning the malfunctioning pump and using the replacement were also provided and understood by the customer.